Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported that while customer was filling cartridge the insulin leaked out of the part that was connected to the vial of insulin. No adverse event reported. Requested return of the alleged device for evaluation.